Manufacturer narrative:
[(B)(4)].

Event description:
During a pacemaker check, the subject orchestra plus suddenly turned off, restarted, and came back to the initial screen. Following this restart of the programmer, the pacemaker was interrogated again and its check was completed. There were no effects to the patient¿s health associated to this programmer behavior.

Event description:
During a pacemaker check, the subject orchestra plus suddenly turned off, restarted, and came back to the initial screen. Following this restart of the programmer, the pacemaker was interrogated again and its check was completed. There were no effects to the patient's health associated to this programmer behavior.